Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, as a proactive measure, ordered an image processor pcb and video switching pcb, along with a ccd camera. Defined components will be installed when they are received. If add'l info is provided, it will be reported as required.

Event description:
It was reported that there were vertical lines through the image on the 9800 system. There were no reports of pt injury.